Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported information on behalf of a patient. It was stated that the patient bent over, and their leads came out of their back and wore through their skin because their skin is so thin. It was noted that the patient¿s back was leaking, and they thought it was pus. The patient went to the emergency room, a picture of the leads was taken, and the doctor determined that a lead revision was needed. The lead revision occurred on (B)(6); the leads were implanted much deeper, and muscle was put over them. After the revision, it was noted that the patient did not have pain, and was told they would be healing for 3 weeks. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.